Manufacturer narrative:
Root cause: the raw material foam contained within the finished good is supplied to deroyal by (B)(4). As such, a supplier corrective action request (scar) was submitted to (B)(4) as well as the representative samples. In its response, (B)(4) stated the root cause is unknown. The returned product samples were tested to simulate proper use, and no evidence of the described failure mode occurred. Samples were tested by saturating with saline, 100 percent alcohol, or 70 percent alcohol. None of the sample sets demonstrated the failure mode and all sponges remained completely intact with normal appearance. Corrective action: in its scar response, (B)(4) stated a corrective action is not being taken due to no process or device failure identified. Investigation summary an internal complaint (call (B)(4)) was received indicating that a polyderm foam dressing (finished good (B)(4)) was breaking apart inside a wound bed. The dressing was used in conjunction with negative pressure wound therapy. A representative sample was returned for evaluation. It was received at the manufacturing facility july 29, 2016. This is not the sample that was used when the quality issue occurred. The work order was reviewed for discrepancies that may have contributed to the reported issue. No discrepancies were identified. The finished good contains raw material (B)(4), which is supplied to deroyal by (B)(4). Therefore, the representative samples and a scar request were forwarded to the (B)(4). A response was received august 29. Deroyal implemented an engineering change order (B)(4) in march 2016 to change vendors from (B)(4). Prior to this change, the (B)(4) raw material underwent the design control process during which it passed design verification and validation testing. This testing included the evaluation of tensile strength and functionality for use with negative pressure wound therapy. Deroyal has sold (B)(4) cases or (B)(4) eaches of the finished good from 2014 to present. No previous reports of this nature were received prior to the customer reporting four separate complaints with similar issues. Preventive action: a preventive action is not being taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The white foam dressing was being used on a patient with exposed bone undergoing negative pressure wound therapy. When removing the white foam, the doctor reported that the white foam chipped and broke up inside of the wound bed.

Manufacturer narrative:
Investigation summary: an internal complaint (B)(4) was received indicating that a polyderm foam dressing (B)(4) was breaking apart inside a wound bed. The dressing was used in conjunction with negative pressure wound therapy. A representative sample was returned for evaluation. It was received at the manufacturing facility july 29, 2016. This is not the sample that was used when the quality issue occurred. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
The white foam dressing was being used on a patient with exposed bone undergoing negative pressure wound therapy. When removing the white foam, the doctor reported that the white foam chipped and broke up inside of the wound bed.